Event description:
Another country's facility reported a pt was using a uv flash during peritoneal dialysis when the pt detected a small white plastic particle in the instrument and grabbed the particle with is fingers, which reportedly resulted in contamination of the connectors resulting in peritonitis. The uv flash was replaced. It is unk what intervention was required. It is unk what the pt outcome is at this time. Currently, no further info is available.

Manufacturer narrative:
It is unk if the sample is available for eval. Should the sample be received, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.